Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a continuous cyclic peritoneal dialysis [cc(pd)] patient contracted an unspecified infection. Subsequent attempts to obtain additional information (e.g., patient demographics, hospital records, further event details), have thus far proven unsuccessful. There was no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a fresenius product malfunction or deficiency related to the unspecified infection.

Event description:
It was reported that a continuous cyclic peritoneal dialysis [cc(pd)] patient contracted an unspecified infection. Subsequent attempts to obtain additional information (e.g., patient demographics, hospital records, further event details), have thus far proven unsuccessful. There was no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred.